Manufacturer narrative:
The aquabeam handpiece was returned for investigation. During functional testing, the aquabeam handpiece functioned as intended. The root cause of the reported event is unable to be established as the aquabeam handpiece was found to be functioning as intended. A review of the device history record (DHR) for aquabeam robotic system / serial number (B)(6) and aquabeam handpiece / lot number 24c01826 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Sj-um0101 rev b states the below in 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup. Retract the scope tube tip on the aquabeam handpiece to 1 inch (2.54 cm) in front of its fully proximal position. While supporting the aquabeam handpiece, gently grip the middle of the semi-rigid section of the aquabeam scope and partially insert through the clear rubber seal on the bottom of the aquabeam handpiece. Hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. Confirm the aquabeam scope is fully engaged by advancing and retracting the scope proximal key and observing the scope tube tip moving in concert with the aquabeam scope. With the proximal key fully retracted, align the scope carriage over the proximal key adapter. Attach to the aquabeam handpiece by pushing the scope carriage forward to engage with the carriage track. Using the knobs on the carriage, advance the aquabeam scope forwards (distal) and backwards (proximal) to ensure that the aquabeam scope is fully engaged with the aquabeam handpiece. The scope tube tip should move forwards and backwards in concert with the movement of the aquabeam scope. Retract the aquabeam scope tip until the aspiration tube on the aquabeam handpiece is visible, for reference point. Adjust the camera so that the aspiration tube is at the 12 o¿clock position. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural set up that the aquabeam handpiece's telescoping tube would not move upon forward and backward translation of the aquabeam scope carriage. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.